Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-05914 and 2134265-2014-05990. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view an unspecified target vessel. During the procedure, the physician tried to perform automatic pullback however, the motor drive unit (mdu) failed to pull the imaging catheter hence automatic pullback failed. It was also noted that error message appeared on screen. Manual pullback was then performed to retract the imaging catheter. No patient complications were reported.